Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the patient's outcome cannot be conclusively determined at this time. The most likely cause of the reported event can be attributed to the operator's technique. The instruction manual warns users: "read all instructions carefully, including instructions for all generators and accessories. Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus received a voluntary medwatch (mw5057575) stating "gyrus acmi everest bicoag macro jaw forceps handle broke while coagulating the patient's fallopian tube at which point the handle was not able to be opened or closed. This device was replaced with a like device of the same lot number which was utilized for the remainder of the procedure without incident. Diagnosis or reason for use: bilateral tubal ligation." Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that during a therapeutic bilateral tubal ligation procedure, while coagulating tissue the device became stuck on the patient's fallopian tube. The instrument jaw was removed from the patient's tube using an additional laparoscopic instrument. It was reported that no device fragment fell in the patient. There was no bleeding reported. There was a short delay while the device was replaced. The intended procedure was completed with a similar device from the same lot. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation found that the reported complaint of jaws not opening or closing was due to the breakage of the handle, which was confirmed. However, the jaws can be manually pulled apart and can be closed with the handles. Functional test was performed on the shaft, cord, and jaws and only the shaft was able to be rotated with the knob. The handle was disassembled and it was found that bi-lumen were not bonded together as the push yoke was able to be moved freely. Adhesive reside was detected on the yoke; however, it could not be determined how much adhesive was initially applied. A review of the device history record (DHR) showed that the adhesive was within its expiry date and there was no scrap for the bond operation during manufacture. It is concluded that the yoke was bonded to the bi-lumen prior to leaving the building. The specific root cause of the reported complaint could not be determined as it is unknown how the device was used in field.